Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A supplemental report will be submitted if additional information is provided. Not returned to manufacturer.

Event description:
It was reported that during use on a patient and post operative mitral valve procedure, the cs300 intra-aortic balloon pump (iabp) had no pressure reading displayed on the right side of the screen. A getinge therapy support specialist (tss) spoke with the customer and advised the customer to check the connections into the back of the iabp unit and at the transducer. The customer was instructed to zero the transducer, and change the gray cable for the iabp unit to the transducer cable and re-zero. The customer was instructed to check the connections again, and call the help line. A getinge emergency support consultant (esc) spoke with the customer and noted that they were able to obtain an arterial pressure (ap) waveform and numbers again. It was noted that the customer was using a linear intra-aortic balloon (iab) with a fluid filled transducer. The end user flushed forward with the iabp not in standby mode which cleared the line. It was noted that customer education may be needed. There was no patient harm, and no adverse event was reported.

Event description:
It was reported that during use on a patient and post operative mitral valve procedure, the cs300 intra-aortic balloon pump (iabp) had no pressure reading displayed on the right side of the screen. A getinge therapy support specialist (tss) spoke with the customer and advised the customer to check the connections into the back of the iabp unit and at the transducer. The customer was instructed to zero the transducer and change the gray cable for the iabp unit to the transducer cable and re-zero. The customer was instructed to check the connections again and call the help line. A getinge emergency support consultant (esc) spoke with the customer and noted that they were able to obtain an arterial pressure (ap) waveform and numbers again. It was noted that the customer was using a linear intra-aortic balloon (iab) with a fluid filled transducer. The end user flushed forward with the iabp not in standby mode which cleared the line. It was noted that customer education may be needed. There was no patient harm and no adverse event was reported.